Manufacturer narrative:
The user reported sparks from the switch when unplugging it from the outlet. Upon examination, the cord appears to have been cut by some unusual event prior to the failure. We are unable to determine whether the failure would have occurred had the cord not been damaged. The cord appears to have been caught in something and cut before the event occurred.

Event description:
It was reported that the cord emitted sparks near the switch when the user unplugged the unit from the outlet.